Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 407 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting on the insulin pump was performed. Customer changed out their infusion set and properly filled their cannula. Customer believed their blood glucose meter did not accurately determine their blood glucose levels.